Event description:
The issue occurred during maintenance. There was no procedure involved.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b5.

Event description:
The olympus representative reported (on behalf of the customer) that the evis exera iii video system center had no image. There was no delay in the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A field service engineer who evaluated the device on site verified that the alleged no image issue was a result of user mishandling. The user would continue to use the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has less than 1 year since the subject device was manufactured. Based on the results of the investigation, the no image event was likely the result of usage error. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.